Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00633. It was reported that one of the patient's leads was exhibiting high impedances. As a result, the physician explanted and replaced the patient's lead. Surgical intervention resolved the issue. Note: it is unknown which lead was replaced, so both are being reported on.